Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed that burned plastic material was in the tube. The reported issue was verified. The cause was a manufacturing issue linked to an extrusion in the machine process and wear and tear of pin. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: 2016. (B)(4). The device was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the tubing of a homechoice cassette. This was observed before use with no patient involvement. No additional information is available.